Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The device locks up and reboots. The device was being used on a patient. There was no report of user or patient harm.